Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update received 9/30/15. Analyst review of returned devices confirms disassociation of the acetabular liner from the acetabular cup. Metal transfer found on the femoral head further supports the disassociation as the device was able to contact/articulate against the acetabular component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms implant disassociation of the acetabular liner from the acetabular cup. Metal transfer found on the returned ceramic femoral head supports this finding as the device was able to contact/articulate against the metal acetabular cup. It should be noted, the acetabular cup was not returned for examination. It is suspected the placement of the acetabular cup was more vertical than the surgical technique recommends. This cannot be confirmed as no patient x-rays or additional investigation inputs were provided. All six of the anti-rotation devices of the liner are deformed and/or fractured. The liner is heavily deformed in an oblong manner and the wear pattern is suggestive of edge loading. Machining lines are yet visible on the opposite side that would not be present if the device was centrally loaded by the patient body weight and femoral head. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address poly wear and pain. It was noted that the pain was followed by a popping sound in the hip.